Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that all of the pump¿s keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, the keypad buttons were responsive to user input. The reported issue could not be duplicated. No physical damage was found on the keypad. The keypad was removed to find no contamination or physical damage. The pump was opened to find moisture near the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad.